Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc), but was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed: the evidence of water invasion into the pipeline reached the circuit board. Omsc reviewed the manufacturing history(DHR) of the device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the reported event was caused by backflow of liquid due to the use of the device below the water container. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection for repair at olympus repair center, it was found that there was evidence of water invasion into the pipeline of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Initially, we determined that the event was MDR reportable due to a backflow of liquid from the water container into the unit co2 regulator (ucr), in which case we determined that it was a potential adverse event because of the risk for infection. Upon further investigation, it was found that liquid does not flow back into the ucr from the water container unless multiple situations occur simultaneously .there are no reports of situations occurring for this complaint. In addition, a component analysis was performed on the water droplet traces in the tube of the ucr at a similar complaint. The results of this component analysis detected silica and others that appeared to be derived from tap water, but no component that appeared to be body fluids were detected.